Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by the manufacturer's technical services representative. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed. The heartmate ii lvas IFU and patient handbook address how to care for the driveline, and also address damage due to wear and fatigue of the driveline. The pump remains implanted and the patient continues on vad support. No additional related events have been reported at this time. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient was being followed by (B)(6) hospital in (B)(6). (B)(6) hospital in (B)(6) reported the event to the manufacturer. The clamshell repair, however, took place at university medical center in (B)(6). Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the driveline separated from the metal connector. On (B)(6) 2018, technical services performed the percutaneous lead bend relief repair. Post-repair testing passed.